Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens, -12.5/+1.5/049 diopter, in the patient's left eye (os) on (B)(6) 2016. The patient experienced excessive vaulting. At the date of MDR submission, the lens remains implanted, surgeon plans to exchange.

Manufacturer narrative:
No similar complaint was reported for units within the same lot. (B)(4).